Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, follow up imaging reportedly identified a possible type ii endoleak from the inferior mesenteric artery and lumbar arteries. It was reported there also appeared to be some degeneration of the proximal neck, and a proximal type I endoleak was suspected reportedly due to the patient's neck geometry. However, a proximal type I endoleak reportedly could not be confirmed. The aneurysm was reported to have enlarged at least 2 cm. On (B)(6) 2016, an additional procedure was performed to treat the possible proximal type I endoleak. The endoleak was reportedly not visualized on intraoperative imaging; however, an aortic extender component was implanted in the proximal aortic neck and aptus screws were placed. Completion angiography showed the aortic extender component was properly positioned within the aortic neck; however, it is reportedly unknown if the endoleak was resolved. It was reported a type ii endoleak or distal type I endoleak were not identified on intraoperative angiography and were not treated during the procedure. No further adverse events were reported, and the patient tolerated the procedure.

Manufacturer narrative:
Additional devices implanted and involved in the possible type ii endoleak: pxc181000/(B)(4), pxc141400/(B)(4), and pxc201000/(B)(4). Udis for the lots: (B)(4). Refer to field for the results of the imaging evaluation.

Event description:
On (B)(6) 2010, the patient underwent treatment of an abdominal aortic aneurysm with four gore® excluder® aaa endoprostheses. On (B)(6) 2016, follow up imaging reportedly identified a possible type ii endoleak from the inferior mesenteric artery and lumbar arteries. It was reported there also appeared to be some degeneration of the proximal neck with a possible proximal type I endoleak. The aneurysm was reported to have enlarged at least 2 cm. On (B)(6) 2016, an additional procedure was performed to treat the endoleak. Additional information has been requested.